Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported difficulty retracting the clip into the clip introducer (ci) (retraction problem) could not be determined. The damage to the ci (deformation due to compressive stress) however, was a result of the difficulties retracting the ci over the clip as the ci became caught between the grippers and clip arm. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for difficulty retracting the clip in the introducer causing introducer damage. It was reported during preparation of the clip delivery system (cds), there was difficulty pulling the clip into the clip introducer. After several attempts, the soft tip of the clip introducer was pulled between the clip arm and the grippers upon which the soft tip of the introducer was noted to be damaged. The cds was not used in a patient. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.